Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of the atrial signal on the left ventricular (lv) channel, causing pacing inhibition. Troubleshooting options were provided to the field and the automatic gain control was adjusted on the lv channel, and afterwards, no further oversensing was observed. The crt-d remains in service and no adverse patient effects were reported.